Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient claimed that cgm readings were both higher and lower than blood glucose meter readings, however, no sample readings were provided. The patient reported no use of acetaminophen at the time. The patient reported insertion in arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support patient was able to correct with calibration and no medical intervention or injuries were reported. The device is not indicated for use in pediatric patients.